Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to menorrhagia, chronic pelvic pain and symptomatic cystocele; concurrent procedure-laparoscopic supracervical hysterectomy with gyrus. It was reported that following insertion the patient experienced erosion, recurrence, dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2008 due to mesh erosion. It was reported that the patient underwent mesh removal on (B)(6) 2010 due to erosion. It was reported that the patient had additional mesh in 2001. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh product was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.